Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. A simulated treatment post- accelerated stress test (ast) 2 hour 15 minute 8500 ml was performed on the cycler and passed. No fluid leaks were found during the removal of the cassette. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed on 03/15/2021.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving an unknown alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient did not complete treatment on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility is scheduled to receive a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cycler set door of their cycler after ending their pd treatment. The patient reported receiving an unknown alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient did not complete treatment on the day of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility is scheduled to receive a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.